Event description:
It was reported that the customer received a button error on the insulin pump. The pump had been dropped three months prior to the button error. Customer was advised to discontinue use and revert to a back-up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
All buttons functioned properly. No damage noted in the keypad assembly. No button error alarms noted. Inspected the keypad lcd connector and no unlocked connector noted. The pump was received with minor scratches on the display window.